Event description:
It was reported that the ventilator alarmed and either restarted or shut down automatically during use. The ventilator was immediately replaced by another one. There were no patient health consequences reported.

Manufacturer narrative:
The investigation was started; the results will be provided in a follow-up report.

Manufacturer narrative:
The affected device was examined onsite by dräger service and a faulty internal battery and a faulty power supply were identified as root cause of the reported issue. Replacing the internal batteries and the power supply reportedly remedied the issue. The affected device, savina, sn: (B)(6) was manufactured in march 2018. The savina device is equipped with safety features to detect an aged battery or a battery with a decreasing capacity prior to device use and during device operation. In such a situation, the device generates corresponding alarm messages to which the user can respond and thus prevent an interruption of an ongoing ventilation due to a power loss. The user is requested to regularly perform adequate maintenance to the internal battery according to the instructions for use; the internal batteries are maintenance parts and must be replaced every 2 years according to the instructions for use. Furthermore, the user must check prior to each patient use, if the remaining capacity of the internal batteries allow the device to switch over to the internal battery in case mains power is not available. In the current event, the device alarmed reportedly as specified. During a reboot or unexpected shutdown of the device, the pneumatic system opens, which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator alarmed and either restarted or shut down automatically during use. The ventilator was immediately replaced by another one. There were no patient health consequences reported.